Event description:
Related manufacturer reference number: 3006705815-2024-02556. Related manufacturer reference number: 3006705815-2024-02557. It was reported that the patient was experiencing pain at the ipg site and ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg and both leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.